Event description:
Reportedly, the doctor implanted a size 21mm ats open pivot bileaflet heart valve. After the cardiologist performed a tee, he reported a valve dysfunction. One of the leaflets did not appear to be working properly. The valve was explanted and replaced with another ats open pivot bileaflet heart valve one size smaller, 19mm. No pt problems were reported as a result of this event.

Manufacturer narrative:
Valve not yet returned for evaluation. The device history record for the valve could not be reviewed, since the serial number of the valve is not yet known. A root cause could not be determined because the valve has not yet been returned for investigation.